Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing skin condition was exacerbated under the lifevest equipment. Patient described the area as contact dermatitis under the entirety of where the equipment is touching their skin. The patient reporting a lifelong history of dermatology issues. There was no alleged device malfunction contributing to the irritation. The patient¿s physician discontinued the use of the lifevest due to the irritation. Outcome of the irritation is unknown.